Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze and the display went blank. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's complaint of a blank screen was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device logs were reviewed and did not find any evidence of a power issue. The customer's complaint of the analyze not functioning was not replicated or confirmed with testing of the device. However, review of the device logs indicate a poor ECG signal, which will result in the device not performing analysis. The multi function cable and defib receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.